Event description:
A customer obtained imprecise vitros phbr quality control results run on a vitros 5600 integrated system. Qc lot k1912= 3.67, 16.13, 3.54, 3.42, 3.45, 3.14, 4.80, 17.24, 11.65, 12.03, 11.83 vs. An expected result= 8.59 ng/ml. Qc lot l1913= 17.09, 43.57 vs. An expected result= 22.50 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros phbr patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. This report is number nine of thirteen MDR's for this event. Thirteen 3500a forms are being submitted for this event as thirteen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5600 integrated system. An ocd field engineer performed service actions to the microslide incubator and immuno-wash fluid metering modules. Following these service actions, expected vitros phbr performance was obtained. The root cause of the event is unknown. However, an instrument related issue or a reagent related issue cannot be ruled out as contributing factors. Additionally, an atypical calibration of an unknown cause was in use at the time of the event. Internal investigation is ongoing.